Event description:
The report received from the affiliate indicated that black foreign matter was found inside the sterile pouch during the visual check process. It seemed to be fiber. The fiber was about 3mm and black. The sterile pouch of the product was not opened. The product was stored and handled as per the usual procedure. It was also stored at the affiliate's stock yard. It was not shipped out of the warehouse, and so it was not clinically used.

Manufacturer narrative:
Please note that this device is available for testing and evaluation, but has not been received for analysis. Additional information received will be submitted within 30 days upon receipt. This is one of six devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-01155, -01156, -01157, -01159 and -01160.

Manufacturer narrative:
Before using six firestar ptca balloon catheters, small amounts of foreign matter were noted inside the sterile pouch. The products were not opened or used and no patient injury occurred. The packaging was not damaged in any way and the sterile seals remained intact. The particulate was described as between 1 and 3mm long, movable and black or brown. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The actual products have not been returned for analysis so it was not possible to confirm what the particulate was. It is not known what factors may have contributed to the events. This is one of six devices associated with the reported event that were submitted under the following manufacturing numbers 2009-01155, 9616099-2009-01156, 9616099-2009-01157, 9616099-2009-01158, 9616099-2009-01159 and 9616099-2009-01160.